Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that there were air bubbles in the reservoir of the insulin pump. Customer stated that the air bubbles were large enough to appear as gaps in the stream of insulin. Blood glucose level was 261 mg/dl at the time of the call. No further information was provided.